Manufacturer narrative:
The autopulse platform was returned to zoll for investigation on (B)(6)2016. Visual inspection of the returned platform was performed; and two of the patient head restraints were broken, the front enclosure was cracked, battery lock was bent. The drive shaft was stiff and lcd display had no backlight. The autopulse platform is a reusable device and was manufactured on (B)(6) 2007 and serviced in 2013. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint. A review of the archive was performed. User advisory (ua) 2(compression tracking error) was noted to be occurred on the first compression on the date of event. This ua occurs if the patient is misaligned on the platform or the lifeband is open. The device displayed ua 2 during functional testing. In summary the customer's reported complaint was confirmed. The root cause for the reported complaint is defective drive train. The drive train was replaced to remedied ua 2.

Event description:
It was reported that while unit was performing CPR on patient, unit displayed user advisory(ua) 2(compression tracking error). Crew was unable to clear the ua and reverted to manual CPR. Customer also tried to clear the ua with a manikin without any success. The reporter had no information on patient setup or how long the platform was running before giving the ua. No adverse patient consequences were reported.